Event description:
Customer reportedly obtained results of 179 mg/dl and 95 mg/dl on the same device within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of the suspect device and replacement was sent. No quality controls were used.